Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a right groin hematoma and pericardial effusion (pe) occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Baseline transesophageal echocardiogram (tee) measurements was performed and a trace effusion noted prior to start of case. There were multiple groin access attempts made and perclose deployments prior to watchman access sheath insertion. Use of perclose device failed and a hematoma was noted at groin site. An intracardiac echocardiography (ice) catheter and watchman double curve sheath were inserted. The transeptal puncture (tsp) was successful, and the ice catheter crossed into the left atrium (la) quickly without complications. Shortly after a non-boston scientific pigtail catheter injection into laa, anesthesia alerted that the blood pressure dropped. The watchman device was deployed in one deployment and pass was met. A circumferential pericardial effusion was noted at this time as well as the right groin hematoma was growing. Pericardial drain was inserted and approximately 1liter of dark red blood was drained. There were unknown number of units of blood given. A stat ultrasound was done, and the decision was made to send patient to have a stat CT to rule out retroperitoneal bleed. The patient was stable when they left the hybrid suite and discharged and doing well. The device is not expected to be returned for analysis (disposed). The transseptal access was smooth and without difficulty. Act was therapeutic. There was no device malfunction reported. The patient was not under warfarin at the time.